Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, insulation damage was noted on the right atrial lead. The lead was capped and replaced. The right ventricular lead was also removed and replaced due to an insulation damage and low lead impedance. The patient was stable following the procedure.